Event description:
Procedure: thoraco/pneumothorax. Reportedly, after firing, returned the black return knob but the jaws did not open. Cut additional tissue and released the device from tissue. No further pt injury reported.